Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system onsite and confirmed the reported problem that geometry cannot move, warning "geometry movements partly available" displayed on data monitor. Fse checked the power on process and found the geometry was powered on normally, but the geometry cannot be controlled by geo module. Fse opened the geo module and have cleaned the charcoal of button contact point with alcohol, the problem still occurred intermittently. So, it was confirmed that the geo module is defect. Fse replaced the geometry module and reloaded the software. After the repairs, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact code was corrected.

Event description:
It has been reported to philips that geometry movements were not available. The system was noted to be in clinical use. There was no reported patient or user harm. A philips field service engineer (fse) inspected the system onsite and replaced the geometry module which returned the device to use in good working order.